Manufacturer narrative:
Concomitant medical products: 693565 lead, implant date: (B)(6) 2012; 407652 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 weeks post-implant of the left ventricular (lv) lead the patient has reported feeling an "electrical" twinge on the left side of their sternum, about twice a day. It was noted that all impedances and capture thresholds are within range and stable. There has not been oversensing either. During in-office testing, there was no stimulation noted at 5v. There was also no variance in any lead impedances during several tests during pocket manipulation and isometrics. The patient reported feeling one twinge while in office. Programming was be changed to lv tip to coil for a few weeks to see if that helps. The lead remains in use. No further patient complications have been reported as a result of this event.